Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces on up arrow button. No unexpected number ramping or scroll bar moving with no input noted. The device had a cracked case at the display window corners, cracked reservoir tube lip, a missing end cap sticker, and moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 5.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.